Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm and no ramping numbers anomaly noted. The insulin pump and one touch ultra link functioned and communicating properly; recorded properly at status screen however, unable to upload to carelink due to a47 alarm in the history file due to corrupted history file. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. When the customer was entering their carbohydrates, the numbers on the insulin pump's screen were scrolling. The esc and act buttons on the insulin pump were unresponsive. The insulin kept alarming and vibrating after the battery was replaced. Customer's blood glucose level was 5 mmol/l. The customer was unable to upload the meter. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.